Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post device replacement procedure, the patient developed an infection. The cardiac re synchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.